Event description:
It was reported that patient presented to the clinic with ventricular non capture. Chest x-ray revealed dislodgement on both atrial and ventricular leads due to twiddlers. The ra lead was repositioned. The rv lead was explanted when repositioning was unsuccessful. Patient condition was well. The lead was discarded and will not be returned.

Manufacturer narrative:
(B)(4).